Event description:
The customer stated that he tested his blood glucose and received a reading of 221 mg/dl using his breeze2 meter. He retested using his contour meter and received a reading of 111 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was not possible because the customer had to end the call. No product will be returned at this time.